Event description:
Information received by medtronic indicated that the insulin pump had chipped off battery compartment. Customer stated that the pump was dropped. No harm requiring medical intervention was reported. The insulin analysis pump was returned for further.

Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. Customer returned pump for an alleged battery tube damage on (B)(6) 2021. Insulin pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and corroded battery tube.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, missing display window/cover, broken reservoir tube lip, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial label damage (sticker faded), corroded battery tube and minor scratches on lcd window. In summary, customers alleged cosmetic damage for a damaged battery tube (cracked, corroded and broken tube threads) was confirmed by visual inspection. Additionally a flashing white display was due to moisture damage on pcba 1 (on the j6 connector and flex connector), noted by visual inspection after cutting open the pump.